Event description:
It was reported that the patient, who has congenital costa deformation, underwent a correction procedure to fix c6 to t10 using posterior fixation. The patient's right hand reportedly paralyzed post op. The surgeon did not believe that this event is related to the implanted product. A revision surgery was performed approximately 7 days post op to relieve the symptom by decompressing the nerve at c6. The symptom was resolved after the revision procedure.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event.